Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive technical support engineer (tse) guided the surgeon to remove endoscope from the universal surgical manipulator (usm), rotate the endoscope base until the correct orientation is displayed on the screen, press the clutch button on the usm that was holding the endoscope (to cancel guided scope change) and reinstall endoscope. It resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the customer contacted an intuitive technical support engineer (tse) and reported that suddenly the endoscope image was upside down. Prior to the call, the surgeon called the intuitive clinical sales representative (csr), who recommended to swap the endoscope, but the issue persisted. The tse asked the surgeon to remove the endoscope from the universal surgical manipulator (usm) and to rotate the endoscope base until the correct orientation was displayed on the screen. Then the tse asked the surgeon to press the clutch button on the usm that was holding the endoscope to cancel guided scope change and to reinstall the endoscope. The surgeon confirmed that the view was as expected now and the procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The customer confirmed that the image was upside down and that the endoscope moved freely with uncontrolled motion. The issue occurred when the camera was "flipped" during an etep. There may have been a collision with another arm. The customer reported that the event involved the reversed control on the system's arms. The endoscope and endoscope¿s adapter and base were still engaged, in-synch, and attached. And there was no damage observed. No fragment fell into the patient and there was no patient injury.